Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #314.05, synthes lot #4478630. Release to warehouse date: 24-sep-2002. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two cannulated 4.0mm hexagonal screwdrivers were found with malfunctions. The tip is rounded on one screwdriver, and the tip is broken (a piece is missing from the tip) on the other. These were found in a storage unit, not in a hospital facility. No known procedure involvement. This complaint involves 2 parts this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Product development investigation was completed. A visual inspection under 5x magnification, device history records review, and drawing review were performed as part of this investigation. The device was returned and it was reported that "the tip is broken (a piece is missing from the tip)" this condition is confirmed; the instrument was returned approximately 3.49 mm of the hex tip broken off. The location of this fragment is unknown. The balance of the returned device is in worn condition, the phenolic handle shows signs of wear from repeated sterilization cycles, the etchings are faded, and a part of the hex tip is broken off. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices already have a malformed/broken tip. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force used during surgery and/or consistent use and cumulative wear over the part's lifetime (14+ years). Corrected data; UDI#, reporter contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.